Event description:
A customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The customer was unable to reload the original cartridge, but with guidance, they successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.